Event description:
It was reported that the mobile programmer application briefly became unresponsive during a procedure and communication between the application and the mobile programmer base was lost. It was noted that the electrograms (egm) and electrocardiogram (ECG) channels displayed only dotted lines and the pacing parameters could not be modified. It was further noted that communication was restored without restarting the application. The patient experienced prolonged pauses during the procedure and required pacing while the application was unable to modify pacing parameters. No patient complications have been reported as a result of this event. Application version: 3.19.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.